Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the device was not available for evaluation nor any images. Based on the information available, the investigation was closed with inconclusive result. Based upon the available information a definitive root cause could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use sufficiently address the potential risk of a damaged product. The instructions for use states: "verify that the packaging and the device are undamaged and that the sterile barrier is intact. If damaged, do not use.¿ furthermore, the instructions for use states: "if the red safety clip has been removed or becomes inadvertently detached from the grip, do not use the device." Regarding the potential factor of high friction forces between the guide wire and the inner catheter, the instructions for use states: "prior to inserting the delivery catheter over the guide wire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter". H10: d4 (expiry date: 08/2023), g3 h11: h6 (result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure, the stent allegedly deployed prematurely. Additional intervention was required to recover the stent and the procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2023). Device pending return.

Event description:
It was reported that during a stent placement procedure, the stent allegedly deployed prematurely. Additional intervention was required to recover the stent and the procedure was completed using another device. The current status of the patient is unknown.